Event description:
Event description guidant received information that during the attempted implant, the distal lv setscrew on this cardiac resynchronization therapy defibrillator (crt-d) became stuck. The sctscrew could not be tightened. Several wrenches, as well as the rotational technique, were tried with no success. Another guidant crt-d was implanted without incident.